Manufacturer narrative:
Results - evaluation of the returned sensor did not confirm the reported issue. The alarm sounds intermittently when the buckle on the sensor belt is unfastened. Tested with a known working sitter select. The alarm is silent as it should be when the buckle on the sensor belt is fastened. Note: the instructions for use state: check that alarm is on and working properly each time before leaving pt unattended. Press self-release button to unfasten buckle, or separate hook and loop straps. Alarm should activate each time you do this. Stop use at once if alarm fails any test. (B)(4).

Event description:
Customer reported the green light on the alarm is flashing but when the sensor is disconnected from the alarm there is no alarm sound. Batteries have been replaced with a new supply. No visible damage reported. The customer did not provide a date when this was discovered and no pt incident or injury was reported. See MFR # 2020362-2012-00686 (for alarm report).